Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition with no appearance of any physical damage. During occlusion testing, the reported problem was duplicated, motor not running error was found. The root cause of the reported issue was found to be a combination of the main board, motor assembly, worm gear, leadscrew and clutch halves. They were found old, dirty and worn out caused by normal wear, as the device was more than 14 years old. The main board, motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that motor not running event occurred. No patient injury was reported.